Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material at nozzle was due to device handling (reprocessing) was deviated from IFU. The event can be detected and prevented by following the instructions for use which state: detection methods are written in instructions for use: gif-q150 operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found reduced angulation was observed. Additionally, the connecting tube had a scratch, and switches 1, 2, 3, and 4 showed discolorations. Further findings included scratches on the universal cord and a dent on the probe cover. The adhesive on the bending section cover was detached. Additionally, wear on the angle wire resulted in deviations from standard values in various directions, affecting angulation and control knob play. Damage to the charged coupled device unit caused shadows and a foggy image. The suction-cylinder was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation, noting that the angulation control knob felt either too loose or tight and there was insufficient light from the light guide lens. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material was discovered around the nozzle unit and within both control knobs of the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.